Event description:
Report received from (B)(6), stating the "motor heated up when running". The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received anspach. Reliability engineering evaluated the device. The reported problem was confirmed. The unit exhibited damage to the locking mechanism that caused the unit to heat up after several minutes of operation. The damage to the locking mechanism is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. If add'l info is received, a supplemental report will be sent. (B)(4).